Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise artifact issue and inadequate capture issue was observed on the lead. The lead is electrically stable. There was fast atrial pacing seen with the lead noise however this was observed to be normal behavior due to the programming of the device. Due to lead noise being on the ventricular channel lead damage issue was suspected. It is unsure if lead diagnostic imaging to determine lead damage was performed. Patient was stable and will continue to be monitored remotely via merlin.net transmission.